Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve was d deployed and was determined to be too small for the patient's valve annulus. The valve was recaptured into the delivery catheter system (dcs) and was withdrawn from the patient. A second 34 mm valve was deployed and an infold of the valve frame was noted. The infold was most likely due to the calcification on the aortic valve leaflets. The valve was recaptured and removed from the patient. A third 34 mm valve was implanted successfully. Of note, the infold was reported to have run the entire length of the valve frame. No loading issues or misloads were reported. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic (braun) balloon with hand inflations. No adverse patient effects were reported.